Event description:
On 08/13/2025, the user's caregiver reported that the ilet screen became unresponsive after being dropped and cracking. A replacement ilet was arranged, and the user reverted to multiple daily injections (mdi) while awaiting the replacement. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.